Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and an unspecified viscoelastic. A handpiece was indicated which is not qualified for this lens/cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the calculated postoperative refraction target was -0.50 diopters and the actual postoperative refraction is -4.0 diopters. The lens is in the capsular bag but optic prolapsed anteriorly. The outcome of the event has been lost to follow up.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient had a four diopter myopic surprise. Additional information has been requested.